Manufacturer narrative:
Gbo complaint no: (B)(4). No samples were received for evaluation. No material# nor batch # was provided by the customer. No customer pictures were received. Unfortunately, without basic information, a thorough investigation is not possible. This complaint is closed as cannot be determined due to insufficient information.

Event description:
Customer states false positives on troponin tests. Customer believes specimens aren't being mixed appropriately and this is causing the platelets to clump, and then be detected inappropriately and causing false positives with our trop. Customer sees these issues with specimens from the ed.